Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that vitrectomy probe tears and does not cut and retinal tear experienced that required the use of the laser to conclude during the vitrectomy surgery. The surgery was completed on same day. The current patient condition was unknown.